Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the regulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "cyf-5 has an instruction manual for cleaning, and reprocessing methods are described in it." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field) the customer reported precleaning was not performed immediately after the procedure. The suction channel was not aspirated with water. The device passed the leak test. The instrument suction channel was brushed. The detergent and disinfectant used was anios. The device was rinsed prior to manual disinfection. All channels were flushed with and immersed in disinfectant. The water quality used for rinse after disinfection was filtered water and concentration and expiration date of the disinfectant was controlled. The device was quarantined after positive culture observation. The last time the device was used was on 08 sept 2023. The sample was taken immediately after treatment. The device was stored in a storage cabinet prior to sampling. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than one colony forming unit of microorganisms revivable at 30 degrees celsius were detected on 06 oct 2023. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Event description:
The customer reported to olympus, during reprocessing, the oes cystonephrofiberscope tested positive for 3 colony forming units (cfus)/ 100 ml of microorganisms. All channels were sampled. The device was a new piece of equipment and failed 3 samplings after a reinforced procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.